Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint is reported as the led light flickering after the blade was engaged during pretesting. There was no patient involvement during the reported defect.